Event description:
Ligasure device failed upon plugging into the generator. Alert "device has already been used" popped up. Device still failed after rebooting the generator unplugging/ replugging in device. Ligasure wasn't used as the case had not started yet.